Event description:
It was reported to boston scientific corporation in 2008 that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure performed the day prior (patient gender, age and weight are unknown). According to the complainant, the tip of the autotome wasn't smooth which looked as a portion of the tip was bent up. Thus, it appeared that a piece of the autotome was sticking straight up. The cut wire didn't break. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
No consequences or impact to patient. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation has not been performed; the cause of the reported malfunction is undetermined. Product unavailable for analysis.